Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large needle driver instrument was analyzed and found to have a broken main tube approximately 0" from the distal tip. No material was found to be visibly missing, but by assumption a detachment fragment code was added. Components adjacent to the broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result. Additional observation(s) related to customer complaint: the component adjacent to the instrument was found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the 8mm large needle driver instrument tip was separating from the rod. There was no report of patient involvement or no reported injury.